Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message" was confirmed during the archive data review and functional testing. The root cause of the fault code 16 error was slight corrosion on the brake housing area of the drivetrain motor, which caused the brake gap to freeze/seize up. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. As per the customer, the autopulse platform was stored on the "CPR seat" located inside the confines of their ambulance. Corrosive damage is indicative of storing the device in a location with high ambient humidity. Frequent daily device checks and storing the device in a location with low humidity could reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. Therefore, user mishandling cannot be ruled out. The reported complaint of "the autopulse platform (sn: (B)(4)) displayed ua24 (timeout moving to "home" position) error message" was confirmed in the archive data but was not confirmed during functional testing. No device malfunction was observed that could have caused or contributed to the reported ua24 error message. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data was reviewed and showed multiple fault code 16 and ua24 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the archive showed the following user advisories to have occurred on the customer's reported event date: ua03 (error communicating with battery controller), ua12 (lifeband not present), and ua45 (not at "home" position after power-on/restart). The error messages were cleared and could not be replicated during the functional testing of the returned autopulse platform. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per auto pulse user advisory list, user advisory (ua)24 error message alerts the operator that the driveshaft will have to travel out of specified range to get to the calculated compression depth. This error occurs if there is an internal component error or device malfunction. If there is no internal component failure/malfunction detected, this error message can be cleared when the user press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua)03 is an indication that the autopulse cannot communicate with the battery. The recommended actions to take for this type of user advisory are: check the autopulse and battery connections for damage, ensure the battery is properly inserted/seated in the autopulse. If not resolved, place the battery into the mcc to ensure it is functional and insert a battery that is known to be good into the autopulse and power on the device. Per the battery hangtag - advisory codes description and action, user advisory (ua)12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the autopulse¿ resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (ua)45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed initial functional testing due to fault code 16 error message displayed upon powering up the device; thus, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation, likely due to slight corrosion on the brake housing area of the drivetrain motor. The corrosion was removed by tapping the brake using a small rubber hammer, and the sticky brake was fully released by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. Unable to duplicate the customer's reported complaint of ua24 error message during the functional testing of the returned autopulse platform. During further functional testing, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged for about 25 minutes, and the platform passed the test without any issues. Following service, including the removal of the corrosion and replacement of all the defective parts, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift checks, the autopulse platform (sn: (B)(4)) displayed fault code 16 (timeout moving to take-up position) and ua24 (timeout moving to "home" position) error messages. The customer tried multiple lifebands to troubleshoot the issue; however, the error messages persisted. The customer stated that they store the autopulse platform on the "CPR seat", secured by two straps, located inside the confines of their ambulance. No patient involvement.